Manufacturer narrative:
The removed gas delivery system (gds) assembly was returned for failure analysis. A visual inspection of the gds assembly revealed no evidence of damage or contamination. The fi technician installed the gds assembly into a fi ventilator to attempt to duplicate the reported issue. The gds assembly was tested, and the customer complaint was verified. Root cause was failure of both flow sensors, in both cases caused by u1 drifting out of calibration.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response and, therefore cannot be determined. No product has been returned for investigation nor were diagnostic codes/error codes provided to confirm the alleged event. No root cause can be confirmed at this time. A supplemental report will be submitted if new information is obtained.

Event description:
It was reported to philips that the device had no tidal volume. The device was in use at the time of the event. The fault occurred when on a patient and the unit was swapped for another v60. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the customer to perform flow accuracy and leak test- system leak and high pressure leak test. The customer stated they didn't have any service tools to test the device and has no tera term to get the drpt report and requested to send this device to the bench repair for further evaluation.

Manufacturer narrative:
The device was returned to the philips bench for evaluation. The customer's reported issue was confirmed. The flow sensor assembly was replaced to resolve the issue.